Event description:
It was reported a patient desaturated while utilizing a synclara cough system. A baxter respiratory trainer (brt) had completed the synclara set up for the patient with the parameters received. The synclara was set at ¿the lowest setting of +/-10¿, the patient turned red and their spo2 reading ¿dipped into the 70¿s.¿ the brt was unable to do an accurate evaluation of the patient¿s recovery time or how well they tolerated treatment due to the patient¿s caregivers becoming ¿nervous and anxious.¿ the caregivers immediately put the patient on oxygen, grabbed a stethoscope, and started doing manual chest physiotherapy on the patient. The brt was not convinced the waveform on the spo2 monitor is accurate due to the caregivers ¿messing¿ with the patient. It took approximately five minutes for the spo2 to ¿recover¿ back to the ¿prescribed range of 85-90%.¿ the caregivers requested the synclara device remain in the patient¿s home and to have the brt return the next week to ¿try the device again.¿ there was no allegation of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Functional testing and end of line testing were performed, and it was noted that all tests passed and the device ran an automatic low therapy without any issues. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.